Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. Visual inspection revealed corrosion in the battery compartment. During evaluation the unit was able to power on, however, one segment of the top red led display on the device does not illuminate. A defective 7 segment display component d4 on the system board caused the led segment to not illuminate.

Event description:
It was reported that the device has some missing segments on the upper display. The unit was able to engage in monitoring activities. No known impact or consequence to patient.